Event description:
It was reported that the patient 'recently' had their lead and extension revised. The patient outcome was unknown. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 3889-28, lot# v956867, product type lead, product ID 3037, serial# (B)(4), product typ programmer, the manufacturing site ID was previously reported as #(B)(4). Additional review indicates the correct manufacturing site ID is #(B)(4).

Manufacturer narrative:
(B)(4)